Event description:
It was reported that a beta bionics ilet user was at work and the screen was damaged with a crack. The user is unable to meal announce on the device which led to a hyperglycemic episode of peak 277 mg/dl blood glucose. This was addressed with back up therapy. The user was out of range for more than 90 minutes but did not require any further intervention. A device replacement was initiated.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.